Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4092, lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that at a check-up, the right atrial (ra) lead had low, undefined, and variable impedances. A photo of the ra lead "showed some suspicious parts." The pacing mode was reprogrammed, which inactivated the ra lead, and the ra lead remains implanted. No patient complications have been reported as a result of this event.